Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Surgeon indicated that he had implanted a 32mm ceramic liner with a 36mm ceramic head. Error was not picked up in post-operative x-rays. Explanted ceramic head was discarded by the hospital. No further complications have been reported. This report filed (B)(6), 2011.

Event description:
Pt underwent hip procedure on (B)(6), 2011. Revision surgery was performed on (B)(6), 2011 due to squeaking. Surgeon indicated that he had implanted a 32mm ceramic liner with a 36mm ceramic head. Error was not picked up in post-operative x-rays. Explanted ceramic head was discarded by the hospital. No further complications have been reported.